Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine followup in clinic. Several attempts were made to interrogate the pacemaker, but each attempt was unsuccessful. Patient was not device dependent. Pacemaker explant procedure was discussed. Patient was stable.